Event description:
Reportable based on the device analysis completed on (B)(6) 2024. It was reported that a balloon pinhole occurred. The stenosed target lesion was located in the left lower extremity vessel. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was advanced to the lesion, and pressurization was attempted using a pressure pump at 4 atmospheres. However, the balloon failed to dilate, and contrast medium leakage was observed. Upon withdrawal of the balloon, it was noted that the tip was damaged. The procedure was completed with another of the same device. There were no patient complication reported. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: the device returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A functional test identified a balloon pinhole located approximately 5mm distal of the distal markerband. The balloon could not be inflated due to the balloon pinhole. The rated burst pressure for this device as per specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.